Event description:
It was reported by service report that the customer alleged that the brakes could not be engaged due to a broken head end brake adjuster and brake cam. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.